Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had issue with accessing station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter phone. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to access pyxis and was only intermittently able to log in on two stations. A technical support specialist (tss) reviewed the case, connected with the customer, and obtained access to the servers. Tss verified the user status and identified repeated account lockouts originating from active directory. Coordination with pam information technology (it) confirmed the issue was external to pyxis and escalated internally. Tss advised password to reset and synchronization expectations, assisted with temporary local account setup, and confirmed restored access. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user had issue with accessing station. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.